Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the triggers were jammed and would not run. It was further determined that the electronic control unit and the electric motor had no power and when pushed the triggers jammed. It was observed that the coupling head was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on the components from use. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine maintenance, it was observed that the small battery drive device was not working. There was no patient involvement reported. There were no reported of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.